Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose reading was 48 mg/dl at the time of event. Customer¿s current blood glucose was 70 mg/dl. The customer had experienced symptom of disorientation as a result of low blood glucose. Customer treated low blood glucose with food and glucose tablets. Customer performed displacement test and insulin pump passed it. Insulin pump was exposed to magnetic field. Customer had been using insulin pump system within 48 hours of reported event. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.